Event description:
Consumer claims the massager to have burned her right inner thigh.

Manufacturer narrative:
The original item was tested and no failure was noted with the unit. The product was also not used according to the instruction booklet which was included with the device upon initial sale.